Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of the event history log identified multiple ¿high pressure¿ alarms. Visual inspection did not identify any physical damage. Functional testing was performed, and the customer¿s reported problem of abnormal flow could not be duplicated. The root cause could not be determined. No repair was performed, and the device was returned to the customer.

Event description:
It was reported that an abnormal flow occurred (B)(6) 2025 shipment. This occurred during infusion at the facility. There was a patient involvement, but no patient harm or adverse event reported.